Event description:
It was reported that during intra-aortic balloon (iab) therapy there was a blood back incident. Just prior to the event the patient tried to sit up, which may have played a role. The patient was in critical care, was on multiple medications, and post cardiopulmonary bypass when this occurred. The blood went through the iab and may have went into the iab pump (iabp). A "gas loss" alarm was generated and customer noticed blood back in the helium tubing. The patient was taken back to the cath lab and the iab was removed and the iabp was put into service. Upon removal it was noted that there was an iab rupture. There was no reported injury to the patient.

Manufacturer narrative:
Additional information: section a. 2-4 added patient's age, date of birth, sex, and weight. Section. B.5. Added additional event information . The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. A portion of the extracorporeal tubing was cut from the iab and not returned. A visual examination of the product detected the inner lumen within the membrane was completely separated approximately 27.2cm from iab tip. Two kinks were noted in the catheter approximately 75.2cm and 76cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting and portion of extracorporeal tubing was performed and a leak was confirmed at the inner lumen separation. The condition of the iab as received indicated a break in the inner lumen. It is difficult to determine when the break occurred but it is possibly a result of patient movement during the procedure. The evaluation confirmed the reported event. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was a blood back incident. The blood went through the iab and may have went into the iab pump (iabp). A "gas loss" alarm was generated and customer noticed blood back in the helium tubing. The patient was taken back to the cath lab and the iab was removed and the iabp was put into service. There was no reported injury to the patient.

Manufacturer narrative:
Corrected data - changed additional narrative as follows: from: ... A visual examination of the product detected the inner lumen within the membrane was completely separated within a kink approximately 27.18cm from iab tip. ... To: ... A visual examination of the product detected the inner lumen within the membrane was completely separated within a kink approximately 27.2cm from iab tip. ... The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. A portion of the extracorporeal tubing was cut from the iab and not returned. A visual examination of the product detected the inner lumen within the membrane was completely separated within a kink approximately 27.2cm from iab tip. Two kinks were noted in the catheter approximately 75.2cm and 76cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting and portion of extracorporeal tubing was performed and a leak was confirmed at the inner lumen separation. The break found in the inner lumen appears to have been the result of a severe kink, which eventually failed and allowed blood to leak into the membrane and catheter tubing causing the reported problems. It is difficult to determine when the break occurred but it is possibly a result of patient movement during the procedure. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was a blood back incident. Just prior to the event the patient tried to sit up, which may have played a role. The patient was in critical care, was on multiple medications, and post cardiopulmonary bypass when this occurred. The blood went through the iab and may have went into the iab pump (iabp). A "gas loss" alarm was generated and customer noticed blood back in the helium tubing. The patient was taken back to the cath lab and the iab was removed and the iabp was put into service. Upon removal it was noted that there was an iab rupture. There was no reported injury to the patient.